Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the wrist of the instrument got damaged while removing the instrument as it got stuck in the cannula. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: there wasn't any report of fragments falling from the instruments. The hospital didn't report any return of the patient to the hospital. No fragment fell into the patient. The instrument was removed safely and instrument damage was confirmed outside the patient. Patient didn't have a need for a post op test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the fenestrated bipolar forceps had the main tube broken. A piece measuring proximately 0.118¿ x 0.258¿ was not returned with the instrument. This issue is indicative of mishandling and misuse. Additionally, the instrument was further investigated and related findings were found. Damages were confirmed on the grip cable and pitch cable at the distal end. The broken pitch cable segment that contains the crimp was still installed in the clevis. Inspection also confirmed a damaged conductor wire at the distal end. All these damages are attributed to a component failure. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Lastly, the instrument was found to have a dislodged proximal clevis at the distal end. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Instrument log review confirmed that the fenestrated bipolar forceps was last used on (B)(6) 2021 with 11 uses remaining on system (B)(4). This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges a broken main tube and that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.